Event description:
Patient reported unknown side rupture diagnosed by MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. ¿ rupture: observed broken device assessed as unidentified (tear) opening, observed an opening assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. Shell thickness within specification. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported right side rupture diagnosed by MRI and ultrasound. Healthcare professional confirmed rupture + capsular contracture baker grade iii, "cloudy fluid; the microbiological swab was negative." Device has been explanted.

Event description:
Patient reported right side rupture diagnosed by MRI and ultrasound. Healthcare professional confirmed rupture, capsular contracture baker grade iii, and "cloudy fluid; the microbiological swab was negative." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported unknown side rupture diagnosed by MRI. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.